Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported pod hazard alarm, or to determine if it could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization with a diagnosis of diabetic ketoacidosis after more than 48 hours of pod wear, stating that blood glucose levels increased above 400 mg/dl at the time of the event. The patient further reported that this value was 80% above their blood glucose target range and noted the occurrence of a pod hazard alarm at the time. No additional information was provided. Multiple good-faith attempts to obtain further details were unsuccessful, and no further information could be obtained.